Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered two consecutive fluid leaks from the pin on two different cycler set pin connectors during the same pd treatment twice. The patient¿s contact initially contacted fresenius technical services to report receiving air detected in cassette alarms from the liberty select cycler but they were not near the cycler at the time of the call. The contact called back again to troubleshoot and during the call they experienced a fluid leak from the pin connector during fill 1. The patient¿s contact reported that the pin connector¿s blue cap appeared to have a space and looked defective. The patient was assisted by fresenius technical services to re-setup the cycler set and pd solutions. When the treatment started the cycler set leaked again. During both occurrences the blue pin on the cycler set pin connector had popped off. The patient also reported that the cycler was making a vibrating noise during step 1 of setup. The patient¿s contact was advised to cancel treatment and to contact their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient's contact reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Both of the cycler sets used by the patient are available. Sample return kits were shipped to the customer so they can return the reported cycler sets to the manufacturer for physical evaluation. This report is for the second fluid leak of two consecutive occurrences.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.